Manufacturer narrative:
The device has been received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).

Event description:
The contact reported the pump was found delivering at a rate different than the originally programmed rate resulting in the patient receiving more medication than intended. At 0900, the pump was programmed to deliver heparin 25000/250ml, at a rate of 16ml/hr, and delivery was started. No further programming parameters were provided. At 0950, the nurse noted the device display indicated a rate of 85ml/hr. The delivery was stopped. The physician was notified. A partial thromboplastin time activated (aptt) level was drawn. The result was reported as greater than 110 seconds. The pump was removed from clinical service. At 1525, the heparin therapy was resumed using a replacement pump at a rate of 10ml/hr. Though requested, no additional information was provided.